Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that on monday morning at 4:00 am his blood glucose was reading "high" (> 500 mg/dl). He went to the emergency room (ER) on monday morning and was given fluids at that time. His bg at that time was 450 mg/dl. The patient dropped to 73 mg/dl, before he left the ER and he continue to wear the pod. Patient had some graham crackers at the ER for this. His bg increased again to 821 mg/dl on tuesday morning and he went to the ER again. At both ER visits, they had him continue the treatments of lantus and injections that he had started to treat the highs before hand, as well as gave him fluids. The fluids given on monday were normal saline and the 2nd visit on tuesday it was potassium chloride (a few bags worth). The patient said that on monday they gave him a chest x-ray in relation to his respiratory virus. The patient said that they had him change his pod at the ER on tuesday and it was disposed of there. The pod was worn between 4 and 24 hours on the arm.